Event description:
The bipolar forcep worked for a short while, then went to use it again and would not work. They were just about finished so used another method.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: electrical continunity, good; paddles function properly, yes and shaft rotate properly, yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional test, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned with approximately a 30 degree bend in the shaft, but was otherwise in good phsysical condition. The instrument was connected to an everest model 8800 generator and performed according to design specifications when energized in a 4x4 soaked with saline. The experience the customer reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.